Manufacturer narrative:
H.6. Investigation: ten 10ml syringes (p/n 302995) sealed in their blisterpaks from batch #0174812 were received. The samples were visually evaluated. One set of four packages was still connected as a strip, the packages appeared to be separated at least partially before resistance was encountered in the form of no perforation present leaving the syringes connected via the bottom web. Three sets of two packages were also present still connected as a strip. The same condition of the packages being separated up to a point where no perforation was present was visible. The lack of perforation was observed in various areas from the bottom, through the middle, and the top of the packages. The observed condition was non-conforming per product specification. Potential root cause for the uncut packages defect is associated with the packaging process. It is likely that the slitters for the affected cavities had become dull or not enough force was applied to the slitter to fully cut the packages. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll s/c 200 had poor perforation. The following information was provided by the initial reporter: it was reported that it is difficult to separate packages, due to the package perforation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll s/c 200 had poor perforation. The following information was provided by the initial reporter: it was reported that it is difficult to separate packages, due to the package perforation.